Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Sensor was found to be in sensor state 6 (indicating abnormal termination). The sensor was attempted to reprogram to perform linearity test. Unable to perform linearity test due to sensor remaining in state 6. An extended investigation was also performed on the returned sensor and upon visual inspection no issue was observed, however upon further inspection on returned sensor¿s pcba(printed circuit board assembly) revealed corrosion. Data was extracted using approved software. The sensor was observed to be in sensor state 6 (indicating abnormal termination). The returned battery was measured and was found to be outside the specifications. Replaced returned battery with known good and re-programmed using patch programmer software, to perform linearity test, sensor not activating. Replaced application-specific integrated chip (asic) with a known good asic in effort to reprogram the sensor. Attempted to activate the returned sensor and it remained as sensor state 6. Adc is therefore unable to perform further testing related to the high readings issue reported by the customer. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.